Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. Customer experienced elevated blood glucose levels (280 mg/dl). System check was performed with tandem technical support and customer reported that insulin appeared to be gelled. Customer confirmed that insulin was not expired. Customer indicated that supplies would be changed a new vile of insulin would be used.